Event description:
It was reported that insulation damage was noted on the right atrial (ra) and right ventricular (rv) leads. The insulation damaged caused low pacing impedance and noise. The leads were both explanted and replaced. The patient was stable.